Event description:
It was reported that a revision was performed due to disassociation.

Manufacturer narrative:
Evaluation - the associated device was returned and evaluated. The visual inspection of the returned device shows minimal damage to the lock detail. There is scratching on the flat surface of the insert. A dimensional and functional analysis was attempted; however damage/deformation at several features of the device would not allow for accurate measurement or functional check. Our lab performed an analysis and the results were: scratches were observed on the non-articulating surfaces of the insert likely due to third party debris such as bone or bone cement. Deformation was observed on the anterior locking mechanism of the insert. The appearance of the deformation on the anterior locking mechanism indicates that the insert may have not been fully seated. No design or manufacturing deviations were noticed that would have caused the insert to not lock into a tibial baseplate. Dimensional inspection of the non-deformed regions revealed that the insert was within specification. The tibial baseplate was not returned. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. (B)(4).